Event description:
A cartridge alarm was reported by the caller, which did not cause an adverse impact on the customer's blood glucose level. The customer had experienced cartridge alarms with consecutive cartridges, and as a result, technical support decided to replace the pump. The customer was advised on several steps, including putting the pump into storage mode before returning it and connecting their cgm to the replacement pump. The customer will continue using the current pump and rely on an alternate method if necessary, while technical support confirmed the shipping details and sent a replacement pump.